Event description:
Interrogation of device at office visit showed normal mode output current set to 0.0ma. It was reported that normal mode output current was increased at previous office visit and that device diagnostic testing was performed after the parameter adjustment (results unknown). The pt had not been anywhere that they do not normally go, but they had flown to las vegas since parameter increase at last office visit. Investigation to date has been unable to determine the cause of the event. User error during previous programming session is suspected. No adverse event was reported in conjunction with the apparent programming anomaly.